Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged, and dissected the vessel. No further action was taken. The decision was made to not implant lv lead. There were no adverse patient effects reported.

Manufacturer narrative:
It is unknown the location of this lv lead. At this time there is no additional information. Should additional information become available this report will be updated.